Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for evaluation.